Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 9 clips as intended. No malformed clips were noted during functional testing. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred; it could not be determined what may have caused these event. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy the device fired and the clips were malformed. It is unknown on which firing this occurred. The procedure was completed with an alternate like device and there were no patient consequences reported.